Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The user started receiving sensor replacement alert on 24 oct 2025, day 202 after insertion. An RMA was authorized for the return of the sensor for further investigation. In-house testing of the returned sensor, along with a review of the review of dms data revealed declining signal in all sensing areas, consistent with oxidation of the glucose-indicating component of the sensor hydrogel. The sensor replacement alert was asserted after the glucose was blinded when all the channels fell below threshold. A replacement sensor was provided to the user as part of the resolution. B4.date of this report 04 feb 2026. G3.date received by the manufacturer? 04 feb 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10 h6. Investigation findings updated to 3231 h6. Investigation conclusions updated to 4307.